Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. Troubleshooting found that the customer's drive support cap was normal and that there were no air bubbles in reservoir but customer declined to troubleshoot for site or insulin issues. Customer wanted to perform a high pressure test but did not have a clamp. Customer was advised that tubing clamps would be sent to him and to follow up with his doctor.